Event description:
It was reported by the sales rep that during inventory on (B)(6) 2022, it was observed that the bme speedtitan se-2520ti implant sticker and implant were in a speedtitan se-2020ti box. There was no procedure nor patient involvement reported. No additional information was provided. This complaint involves one(1) device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: reporter is a j&j sales representative. The 510(k) is unknown. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g4 h3, h6: part: se-2520ti. Synthes lot: mse200194. Supplier lot: mse200194. Release to warehouse date: march 24, 2021. Manufactured by: n/a. Supplier: millstone medical. No nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to millstone medical which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on speedtitan compression impl kit 25x20x20. It was confirmed that the bme speedtitan se- 2520ti product had the correct label on the back of the box with correct part number and the implant was also for se-2520ti part number but the packaging was specifying that the product is in a speedtitan se-2020ti box. The dimensional inspection was not performed since dimensions are not relevant to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the speedtitan compression impl kit 25x20x20. The root cause of the complaint condition can be confirmed due to the manufacturing issue. The received condition of the speedtitan compression impl kit 25x20x20 confirmed that the bme speedtitan se- 2520ti product had the correct label on the back of the box with correct part number and the implant was also for se-2520ti part number but the packaging was specifying that the product is in a speedtitan se-2020ti box. Relevant actions have been taken to further evaluate and determine the manufacturing error in detail that led to the complaint condition. Drawing/specifications reviewed. The following drawing/documents were reviewed by millstone medical: speed titan(tm) implant kit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1. H5.